Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient was hospitalized on (B)(6) 2024 and faced an event of bent cannula. The blood glucose level was 28 mmol/l and the patient got treated with intravenous fluids of saline and insulin. Patient was found positive for ketones and health care professional states that ketones level was dangerous and life threatening. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.